Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 593 mg/dl; cause was unknown, however the customer did report having a slight fever that could have attributed. Elevated bg was addressed via a correction bolus. Tandem technical support commenced conducting system check. However, the customer declined to remove and inspect current infusion set. . Customer was instructed to consult with their healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.